Event description:
The replacement was scheduled for (B)(6) 2014. It was confirmed that the replacement was completed as planned. The facility refused to release the device. The stimulation was turned back on and the patient received effective therapy after surgery. The patient was satisfied with the coverage.

Event description:
It was reported, the patient tried to charge their implantable neurostimulator (ins) and stated that their stimulation turned off and the recharger displayed end of service (eos). It was reported, the battery was prematurely depleted and the action required the device to be replaced. It was reported the patient had pain in their left leg as a result of the event.

Manufacturer narrative:
Product ID 37743, serial# (B)(4); product type programmer, patient product ID 3 550-29, lot# n153073, implanted: 2008 (B)(6); product type accessory product ID 3777-45, serial# (B)(4), implanted: 2009 (B)(6); product type lead product ID 37752, serial# (B)(4), implanted: 2008 (B)(6); product type recharger. (B)(4).